Manufacturer narrative:
(B)(4). Evaluation: the reported condition of a low battery alarm was confirmed during device evaluation. The assignable cause was identified as an out of range main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.